Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. The applicator had been tested for 10 seconds at 100 watts with no issues. The unit was set for 6 minutes at 140 watts and the applicator was placed percutaneously in the patient. The ablation was completed, however upon withdrawal, it was observed the tip was missing and retained inside the patient's liver. No error codes had displayed during the procedure. The patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)